Event description:
It was reported that during a knee arthroscopy procedure, 2x 4k c-mnt scp,4.0,30,167,mitek cameras were scratched, and one sheath was completely bent. During in-house engineering evaluation it was determined that the device was broken (2+ pieces): chipped/shaved/delaminated. No patient impact or surgical delay has been reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the complaint device and a photo were received at the service center and evaluated. Visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. During the service evaluation the following defects were identified: - other damages caused by customer - outer tube damaged, distal tip distal tip damaged deep scratches and knicks shaver damage to distal tip fibers sunken in - illumination distal tip fiber damaged - optical system, optical components broken lenses in optical system distal cover glass/negative damaged cracked/broken negative - cosmetic issue scratches/dents rust/discoloration - engraving/identification datamatrix code level f labeling : illegible etch, visual : deformed/bent, broken (2+ pieces) : chipped/shaved/delaminated, visual : scratched/nicked per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.